Event description:
It was reported that telemetry monitoring was lost on approximately 10 patients for 4-6 hours. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.